Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('a metallic coil is identified in the cavity.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included nickel sensitivity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('a metallic coil is identified in the cavity.') In a female patient who had essure inserted for female sterilisation. The patient's medical history included nickel sensitivity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.